Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:: b4; b5; d4; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Medical product - unknown blade catalog#: ni lot#: ni, unknown driver catalog#: ni lot#: ni. Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2021-00401.

Event description:
It was reported that the screw fractured at the head during an insertion attempt. The surgeon was able to remove the screw body from the patient with the use of a drill. No consequences or impact to the patient. It was reported that no further information is available.